Event description:
In 2006 , the lay user/pt contacted lifescan alleging that the one touch ultra was displaying "error 5" message with her new test strips. The med affairs spec sent a letter the following month since the pt cannot be reached by telephone. On event day (time unk), the pt developed symptoms of dizziness, nausea, sweating,and felt like passing out. The pt attempted to test before and during her symptoms, but stated that she was getting the error messages "all day". The pt reportedly did not take any actions following the attempted use of the meter. Because she was unable to test her blood glucose and had the symtoms, the pt went to her dr's office later the same day around noon. The dr. Collected some blood samples for a laboratory blood glucose test, which will not come back until "friday". The pt's dr. Wanted to wait for the laboratory results to come back to access if the pt is taking the appropriate metformin dosage. The pt was not given any medications but was advised to test 3 tiemes a day and to keep a food diary for the next two weeks. The customer care advocate (cca) verified that the pt was using the test strips were in good condition and the correct testing technique was used. The cca walked the pt through another test with a new vial of test strips and was able to obtain a "159 mg/dl" blood glucose result over the phone. It would be helpful to obtain the following: the pt's last successful meter reading prior to the error messages, when she started her new test strips, when the reported symptoms started, and if the pt's symptoms were treated. This complaint is being reported because the pt was unable to test while experiencing symptoms that could suggest either hypoglycemia or hyperglycemia. The error message was resolved with new test strips. The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them if either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.